Manufacturer narrative:
The surgery center does not know which lot number of healon duet was used in this case therefore all four lot numbers are listed as they were presently on site. Lot numbers available at the surgery site: ua31207, ua31208, ua31209, and ua31210. Lot number: ua31207; expiration date: 11/30/2016; manufacture date: 12/31/2014. Lot number: ua31208; expiration date: 12/31/2016; manufacture date: 1/31/2015. Lot number: ua31209; expiration date: 12/31/2016; manufacture date: 1/31/2015. Lot number: ua31210; expiration date: 12/31/2016; manufacture date: 1/31/2015. If implanted; give date: na (not applicable) healon duet is not an implantable device. If explanted; give date: na (not applicable) healon duet is not an implanted device, thus is not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of the intraocular lens (iol) into the patient's right eye, the patient was diagnosed with tass, (toxic anterior segment syndrome). Healon was used during the implant surgery. The patient was treated with medications following diagnosis of tass. Durezol .05% 1 drop/hour, ofloxacin, an antibiotic 1 drop/day in the right eye, diamox, 250mg one tablet 3 times per day and combigan .02% 1 drop bid. No cultures were taken of the patient nor of the products, lens or healon. The source of the tass was not identified. Patient underwent surgery in room #2 where 4 lots of healon were used in that room and on that surgery date. The exact lot number of the healon is unknown. Tass has improved. Reportedly, the patient has recovered. A separate MDR will be filed for the intraocular lens, (iol).

Manufacturer narrative:
Manufacturing records of healon lots used in healon duets that were in the event location were reviewed and the lots were manufactured according to specification. No nonconformities were noted. The complaint related tests performed were chemistry and microbiology testing on retain samples. The results were within the product quality specifications and were at the same levels as those at the time of release. A search on complaints revealed no other complaints were received that were similar as current complaint. Also trends were reviewed and no trends on any specific healon model, lot number and/or event location were observed. Thus the manufacturing record review for the healon lots revealed that no non-conformances or assignable causes were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in review of MDR follow up #1 for report 3004750704-2015-00003, it was noted that the date has an incorrect date of (B)(6) 2016. Date received by manufacturer: 11/16/2015 (correct date). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: complaint device was not returned for analysis. A review of the batch records for the healon endocoat (a component of the healon duet product) indicated that the product conforms to specifications. A review of the manufacturing process did not identify an assignable cause. A review of the complaint database did not indicate a product quality issue. No manufacturing related root cause was determined. All pertinent information available to abbott medical optics has been submitted.